Event description:
It was reported that the bd alaris smartsite needle-free valve that there was fluid blockage. The following information was provided by the initial reporter translated from chinese: it found that there was fluid blockage when the head orthopaedic nurse does exhaust before use.

Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015033. The feedback provided by the customer indicates a complete occlusion was detected when attempting to prime the smartsite component. The customer also confirmed the smartsite component was connected to a kdl infusion set and a bd intima ii catheter. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA (B)(4) has been initiated.